Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty control panel it was not possible to adjust the pump speed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy, the subject device was no longer possible to adjust the pump speed, it remained at minimum. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy, the subject device was no longer possible to adjust the pump speed, it remained at minimum. The procedure was completed using a similar set of equipment. There were no reports of patient harm.